Manufacturer narrative:
Initial.

Event description:
It was reported that the customer experienced hyperglycemia while using an inset infusion site and noted site selection challenges, including placement on the thigh without sufficient subcutaneous tissue and possible abdominal scar tissue; blood glucose was 367 mg/dl and the customer self-administered 20 units of subcutaneous insulin via pen, after which the infusion set was removed with no reported cannula issues and a new site was deferred for two hours. Symptoms included hyperglycemia. Outcomes included the need for unexpected medication intervention. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available and insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.